Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign, event occurred in sweden.

Event description:
It was reported that during preventive maintenance, the device had a worn reciprocation arm, damaged machined head, missing screw 1 pc, and worn control bar; there was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is in progress and there is no additional information available.